Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the pump was not returned, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump failed to alarm air in line and that it allowed air to pass through the tubing. Mmdg did follow up with the initial reporter who stated that the patient did not experience any adverse effect due to the complaint, however no additional information was provided about the complaint. (B)(4).